Event description:
It was reported that during an afib case, a pericardil effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. Caller reported that the medical intervention provided was a pericardiocentesis and 500cc of fluid were removed. The patient was reported to be in stable condition. Additional information received stated that the physician's opinion regarding the cause of the adverse event was that it was transseptal puncture related. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).